Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap chole. According to the reporter: at the beginning of the surgery, one of the ports was difficult to insert and it was removed. The incision was too small and it was made slightly larger and the port was inserted. When the port was reinserted, the knife did not retract adequately and the mesentery (gastrohepatic ligament) was hit. After all ports were inserted, bleeding was noted in the area under the colon mesentery, above the pancreas. Endo clips were placed to control bleeding; however, a small hematoma was noted retroperitoneally. After the gallbladder was removed, it was noted that the port was actually a 12mm port rather than the usual 10mm port that was placed in the upper abdomen. The surgeon inspected the area of the hematoma and noted that it appeared to have enlarged. At that time, she elected to open the abdomen. Once the abdomen was opened and bleeding controlled, surgicel was placed in the area and a jackson pratt drain was placed. Pt required repeated transfusions.